Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "while ventilating a patient in spont mode, the device began triggering >100 breaths/min when apnea backup kicked in. Had to provide alternate means of ventilation, appears that flow trigger was attempted to increase to avoid it triggering." There was no report of harm to patient, user or third party, nor a treatment in delay. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: it was reported that while ventilating a patient in spont mode, the device began triggering >100 breaths/min (at 01:39:11, per questionnaire) when apnea backup kicked in. The rt attempted to mitigate potential auto-triggering by increasing the flow trigger from the default 5 to 8. The team provided alternate ventilation and the device was flagged for evaluation. However, there was no report of harm to patient, user or third party, nor a treatment in delay. A questionnaire was sent to the customer. Additional information was received from the provided questionnaire: "auto-triggering breaths, constant cycling-not triggered by patient. However, hamilton medical ag was informed that no more contact or follow up was expected from the customer. Therefore, the cause could not be established. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.